Event description:
It was reported to philips that the system's footswitch was unable to pair with the base station. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch did not connect. Upon troubleshooting, fse identified that the foot-switch was broken and did not charge. To resolve the issue, fse replaced the wireless footswitch. The defective wireless footswitch was returned to philips for failure analysis and the cause of the failure was found to be a loose or broken element. After the replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a power failure in the wireless base station and this event was not associated with any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system, and an alternative measure (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.